Event description:
It was reported that during device changeout the left ventricular (lv) lead fractured causing inability to pace with the lv lead. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.